Event description:
Instrument failure - a 5mm baseplate screw became stuck. The surgeon attempted to remove the stuck screw with a 3.5 screw driver. The screw head was substantially stripped, while attempting to remove the screw. The surgeon stated the screw driver head failed and requested it to be replaced.